Event description:
A peritoneal dialysis registered nurse reported a pt was hospitalized on (B)(6) 2015 for peritonitis. The onset of peritonitis was attributed to touch contamination.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the failure mode cannot be confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the history record review confirmed the labeling, material, and process controls were within spec.

Manufacturer narrative:
Based on the 5 pages of medical records the physician notes mention that the dialysis clinic reported noncompliance from the patient's part. According to the pd registered nurse (pdrn), the patient had performed manual treatments and completed all treatments. The patient did develop peritonitis, which the pdrn attributed to touch contamination medical do not contain dialysis treatment flow records for review. The medical records do not indicate there is a causal relationship between the patient's liberty cycler and the patient's peritonitis. Medical records reveal patient has a history of noncompliance. The device was returned to the manufacturer for evaluation. The exterior showed the front panel bezel gasket was drooping approximately 3in. Over the center of the front panel overlay and there were no indications of dried fluid within the cassette compartment underneath the mushroom heads. The heater tray/scale was not obstructed a simulated treatment was completed without alarms or problems occurring. The valve actuation and system air leak tests passed. An investigation of the device records showed a prior leak under the front panel on (B)(6) 2014. The record review confirmed the labeling, material, and process controls were within specification. The conclusion was that the device was returned/rebuilt.

Event description:
Dung a follow up call with the associated clinic for an unrelated event on l (B)(6) 2015, the peritoneal dialysis(pd) registered nurse stated the patient did develop peritonitis, which the pdrn attributed to touch contamination. The patient was admitted on (B)(6) 2015. Patient was treated with vancomycin through her dialysis the patient was discharged on (B)(6) 2015.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.